Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was missing. The investigator noted a crack on the right plunger. There was no other physical damage. A review of the event history log showed evidence of the reported force sensor test error. The customer reported product problem was not replicated during testing. A force sensor error was not detected during power up. The readings of the force sensor were all within the required specification. The investigator concluded that the customer manipulated the pump during its self-test. User error was established as the root cause of the product problem. The investigator entered the biomed code 2580 to clear the force sensor test error. The following components were replaced on the pump: plunger cases, bottom case, force sensor and plunger head mount and dowel pin (loose), plunger cable (twisted), bottom case, position pot, clutches and leadscrew and stepper motor and worm coupling and worm gear. The investigator also installed a cable guard and replaced the barrel clamp head and tapered the spring and size pot. The pump was then re-calibrated and tested. The pump passed all the functional and delivery tests.

Event description:
It was reported that the medfusion pump failed the force sensor test. No patient injury or complications were reported in relation to this event.